Manufacturer narrative:
(B)(6).

Event description:
It was reported the spider limb positioner system arm was stuck. No backup device available. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation was conducted with a fully charged battery and the unit passed all tests. The complaint could not be confirmed.